Manufacturer narrative:
No product was returned but leak testing was reviewed in the manufacturing. No issues was found during review of current manufacturing processes. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation.

Event description:
Information was received indicating that a smiths medical product was found to be leaking from the little hole in the filter on the tubing. The leak was noticed when the patient found a wet spot on their poop and was unable to breath well. The tubing was changed at this time and the issue was resolved. The patient said that the this was not the first time this happened. This issue occurs approximately every other tubing according to the patient. The patient was using remodulin mdv, 10mg/ml, dose of 154 ng/kg/min, continuous intravenous. There were no reported adverse events.